Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: was there any allegation against the following products? *ea delta cer insert 36idx52od(121881752/3154695) *delta cer head 12/14 36mm +12 (136536340/3163434) ? Revision has showed presence of some ceramic fragment of the first revised ceramic insert.

Manufacturer narrative:
Product complaint # (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Corail neck failure led to revision. First implant in 2010. (Ceramic insert revision after 3 months for ceramic breakage).

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> corail neck failure. First implant in 2010. (Ceramic insert revision after 3 months for ceramic breakage). The product was returned to j&j medtech orthopaedics for evaluation and photos were provided for review. Visual analysis of the returned device found that the hip femoral stem corail presents sings of organic material and what appears to be bone ingrowth adhered to the fixation surface. Additionally the device was fractured from the neck section, the fractured fragment was returned assemble with the ceramic head. Additionally cautery damage was observed at the surface of neck of the stem that probably could be related with the fracture initiation. The majority of the fracture surface exhibited fatigue characteristics, which is consistent with clearly a low stress high cycle fatigue. There is no indication that a material or manufacturing issue has caused or contributed to the reported event. However, a definite root cause cannot be established due to there being multiple factors that may influence implant failure. Consideration must be given to all potential influences including but not limited to surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device product description: corail2 std size 9 product code: 3l92509 lot number: 3042613 and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the corail2 std size 9 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review ==> a manufacturing record evaluation was performed for the finished device product description: corail2 std size 9 product code: 3l92509 lot number: 3042613 and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: corrected: h3.